Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to challenging patient morphology/pathology. The reported tissue damage (leaflet tear) appears to be related to the slda; however, a cause for the hypotension could not be identified. The reported treatment with medications was a result of case specific circumstances, as low dose pressors were administered to keep the patients blood pressure up. The reported patient effects of hypotension and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use are known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip delivery system is filed under a separate medwatch report.

Event description:
This report is filed because the second deployed clip detached from one leaflet and remained attached to the other leaflet, resulting in tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Anatomy and imaging were challenging. The first clip delivery system (cds 60713u123) was advanced to the mitral valve. Due to the anatomy, there was difficulty grasping both leaflets with the clip. When inverting the clip to remove it from the anterior leaflet, the clip was stuck on the anterior leaflet. The clip was freed with standard troubleshooting but a posterior chordal rupture occurred. The clip was deployed on both leaflets central of the a2p2 region. The second cds (60624u149) was advanced to the mitral valve. The clip was deployed on the leaflets in the a1p1 region. The gripper line was removed and the clip detached from the posterior leaflet, leaving only posterior chordal tissue in the clip arm; the clip remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr grade was 3-4. No further clips were attempted. The patient was given low dose pressor medication to keep the blood pressure up during the procedure. The patient was stable and was extubated. No additional information was provided.